Event description:
(B)(4) clinical study. It was reported that post coronary stenting treatment procedure, in-stent restenosis, dizziness, shoulder pain, dyspnea, diaphoresis, and angina occurred. The subject presented with midsternal chest pain and was diagnosed with stemi (killip classification: I). Cardiac catheterization was recommended which revealed a 95% stenosed denovo lesion located in the mid right coronary (rca) artery. The lesion was 30 mm long with a reference vessel diameter of 3.5 mm and treated with pre-dilatation and placement of a 3.00 mm x 38 mm taxus liberte long stent. Following post dilatation residual stenosis was 0%. The subject was discharged, two days later, on aspirin and prasugrel. In (B)(6) 2012, the subject presented with dizziness, left shoulder pain, shortness of breath and became diaphoretic. The subject was diagnosed with unstable angina and hospitalized on the same day. The following day, coronary angiography revealed 90% in-stent restenosis of the previously placed study stent in rca. The in-stent restenosis was treated with pre-dilatation and placement of a 2.75 x 18 mm non-bsc stent. Following post dilatation, the residual stenosis was 0%. In addition, 80% stenosis in the 1st right posterior lateral (rpl) was treated with balloon angioplasty and placement of a non-bsc stent. Following post-dilatation was 0% residual stenosis. The event was considered resolved without residual effects and the subject was discharged, the following day, on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). As the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).